Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., h.6.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Event description:
The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device analysis: visual analysis of the photographs identified: red particle material on the shell opening on radius side (B)(4).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device will be explanted. The affected side is unknown.